Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Customer delivered a correction bolus to stabilize bg level. Recommendation was made to discuss possible factors that may affect bg levels with health care provider.